Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms were reported. No changes were made and the patient would continue to be monitored.